Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was returned for analysis. The wire was visually inspected and shows that the device has several kinks along the body, proximal section and another kink on its distal tip. The device is also fractured, this breakage is on its proximal section. Approximately 26cm missing from the proximal section of the device was observed. Dimensional inspection of the outer diameter of distal tip and od of middle of the device were performed and were within specifications. However, dimensional inspection of the overall length and od of proximal section could not be performed because of the device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 03-jul-2018. It was reported that the wire got kinked. The target lesion was located in the moderately tortuous and severely calcified vessel. A 330cm rotawire¿ was selected for use. During introduction, the shaft was noted to be kinked when checked. The procedure was completed with another of the same device. No patient complications were reported and patient¿s status was good. However, device analysis revealed a rotawire fracture. It was further reported that the fracture occurred outside the patients body.